Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was during a stenting procedure on a male patient (patient age and weight are unknown). During the procedure, the stent was unable to be deployed as the suture was tangled with the push catheter. The guidewire and the guide catheter were removed from the delivery system. As the physician maneuvered the push catheter to untangle the suture, the stent deployed at the wrong location. The stent was removed with a snare. The procedure was completed with another flexima biliary stent system with no reported patient conditions. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
(B)(4): the device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was during a stenting procedure on a male patient (patient age and weight are unknown). During the procedure, the stent was unable to be deployed as the suture was tangled with the push catheter. The guidewire and the guide catheter were removed from the delivery system. As the physician maneuvered the push catheter to untangle the suture, the stent deployed at the wrong location. The stent was removed with a snare. The procedure was completed with another flexima biliary stent system with no reported patient conditions. The patient was reported to be in good condition after the procedure. On (B)(6), 2010, it was reported the procedure was completed with a 10fr x 5cm bsc flexima biliary stent system.

Manufacturer narrative:
The device used to complete the procedure was returned on (B)(6), 2010. The complainant device will not be returned for analysis.